Manufacturer narrative:
Correction: please retract this report 2017865-2023-16336, the same issue was previously reported as 2017865-2022-07009.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that post-paced t-wave oversensing was observed on the device. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.